Event description:
Caller alleged discrepant results compared with the lab. Results as follows for two long term stable coumadin pts: pt 1: date: (B)(6) 2010, inratio: 4.6, lab: 2.4. Pt 2: date: (B)(6) 2010, inratio: 5.8, lab: 2.2.

Manufacturer narrative:
(B)(4). Additional information: the assignable cause was an incorrect operation after air detected set alarm. The phm (pumphead module) was replaced. In the initial medwatch report, CAPA (corrective and preventive action) mdq-CAPA-(B)(4) was incorrectly referenced. There is no CAPA investigation associated with this report.

Event description:
The facility representative reported to baxter on 11 february 2010, a colleague infusion pump with "invalid key presses". It was not specified when the reported condition occurred. There was no patient injury, adverse event or medical intervention associated with this report. The device was also being sent in for preventative maintenance. During the product evaluation by baxter on 25 february 2010, the root cause of the customer's reported issue was that the pumphead module keypad was defective. The user interface module master software version (B)(4) categorized as remediated. There is no further complaint information available.

Manufacturer narrative:
(B)(4). There is a CAPA investigation associated with this report. (B)(4). The pump was received and evaluated by baxter. During the product evaluation, it was discovered that the pumphead module keypad was defective. The pumphead module has been replaced.